Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during procedure.

Manufacturer narrative:
Alleged failure: cib (B)(6), biomed, unit shut off 3 times durring case sending in for evaluation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an older revision of the front panel having a foam panel causing indirect touches on the display screen and/or a bam board communication error potentially causing a shutdown. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of insufflation during procedure.